Manufacturer narrative:
The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed that the intraocular lens (iol) was scratched when it was inside the patient's operative eye. It was indicated, possibly loaded improperly. The lens was cut out and another lens of same model and diopter was used as the replacement. There was no patient injury reported. No further information was provided.